Event description:
It was reported that the patient was dissatisfied because the length of his inflatable penile prosthesis was too short. The patient underwent surgery to replace the device. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinders. However, both cylinders passed the leak test. The pump was usually and microscopically examined, leak and functionally tested. The pump did not pass activations tests. The reported cylinder length too short event was unable to be confirmed through product analysis. Therefore, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied because the length of his inflatable penile prosthesis was too short. The patient underwent surgery to replace the device. There were no further patient complications.